Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting loss of ventricular capture during the implant procedure. The leads were disconnected, cleaned and reattached with the same problem occurring. The physician elected not to implant the ipg. A model 1232 was successfully implanted with the leads.